Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient was admitted to the hospital for pain. It was later discovered that his pain pump had malfunctioned and was not delivering pain medication. The patient had been admitted to the hospital in 2016 with saddle pulmonary embolism and retroperitoneal bleed. No further information was provided.